Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced a potential overfill event coincident with peritoneal dialysis therapy. During an initial call with technical support, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had not been draining completely on their cycler which has resulted in the patient feeling bloated and uncomfortable. It was alleged by the pdrn that the patient was absorbing the fluid that was being left in them which in turn has made the patient¿s legs swell. The pdrn requested a replacement cycler that had the extra drain setting for the end of treatment. Treatment records were not available for the reported time frame surrounding the event. The technical support representative advised the pdrn to discontinue use of the cycler. The patient had manual supplies to continue with treatment while waiting for the replacement cycler. Follow up with the patient¿s pdrn verified that the patient did not require hospitalization or medical intervention as a result of the reported issue. The patient has received a replacement cycler and the machine is programmed to perform an extra drain in case the patient feels full. The patient¿s solution strength was increased for two days to remove the excess fluid. The patient has continued with peritoneal dialysis therapy without complication.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.